Event description:
It was observed during the device inspection, the duodenovideoscope exhibited corrosion at the distal tip. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 06/07/2024. Additional information was added to fields: h3, and h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following may have led to the malfunction: the foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to a cracked scope body, deformation of the up/down angulation control knob, and elevator channel plug being loose. The type of foreign material that remained on the device could not be identified therefore; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the duodenovideoscope exhibited corrosion at the distal tip. There were no reports of patient involvement.

Manufacturer narrative:
Correction to b5 of the initial medwatch. Correction to g3 of the initial medwatch. The aware date should be 11-june-2024.